Event description:
Info rec'd indicates that the sets were leaking at the connection with the carefusion mp 1000 needleless access device of the pt.

Manufacturer narrative:
(B)(4) used administration sets with the listed lot number above were returned to (B)(4) for investigation. They were tested under 18 psi and (B)(4) were leaked. Reference recall number z-1401-2012.